Event description:
It was reported that a patient presented via merlin.net with an alert for high, out of range, hv lead impedance. Patient was asymptomatic and continued to be monitored remotely.

Event description:
New information received indicated that rv to svc vector is now showing high, out of range hv lead impedance. The hvli was noted to be due to unknown pocket issues. The patient will continue to be monitored.